Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and removal of bladder foreign body on (B)(6) 2011 due to bladder foreign body. It was reported that the patient underwent cystotomy and removal of pubovaginal sling on (B)(6) 2011due to erosion of pubovaginal sling. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) ¿urinary problems; undefined recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent urethrolysis, and suprapubic tube insertion due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, organ perforation in bladder and vaginal scarring. It was reported that patient underwent removal of sling and replacement of an unknown implant on (B)(6) 2011 and sling revision on (B)(6) 2011 due to sling failure. No additional information was provided.